Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The date of expiry is unavailable. Associated medwatch - 1221934-2018-54485.

Event description:
It was reported that the anchor was back out when the surgeon applied tension to the suture during arthroscopic rotator cuff repair surgery on (B)(6) 2018. The surgeon recognized there was a crack at the tip of the anchor. Thus, the surgeon tried to use alternative anchor (same p/n and lot number), but it was also back out. Then, the surgeon opened another hole at different position, the surgeon successfully implanted the anchor using 3rd anchor (same p/n and lot number). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A non-conformance search was performed for this part (222330), lot (l535609) combination and no non-conformance's were identified. We cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available. Associated medwatch report number: 1221934-2018-54485.